Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic surgery, for the third firing, when being used on lung parenchyma, the device crashed and was unable to fire. Another handle was used with the same reload to continue the case. There was no patient injury.